Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Event description:
Dealer advised installed left hublock cable on the chair and cable popped.